Event description:
At the 1 year follow up, dr. (B)(6) notified me that the ideal breast implants that he had given me were no longer under warrantee. He said that even though it had only been one year, the company had closed it's doors and the warrantee was no longer valid. Soon after that I had a breast ultrasound that confirmed that there was probable ruptures of the bilateral breast implant on the right side. This made sense as I had noticed that the breast on the right side was very soft and had a divot on the upper right side of the implant. The breasts were still relatively close in size and dr. (B)(6) urged me to wait to see if the chambers would stay relatively full, despite the rupture. By my two-year exam, the right breast was quite deflated. I read that another company "took over the assets" of the ideal company. This company that acquired the assets is called bimini. Apparently, they are not responsible for past defect either. After spending close to (B)(6), I am left quite deflated on the right side. I am furious as I don't have money to fix this problem. The ideal company literally took my money and knowingly gave me a faulty product. They did not report any of their problems with defects and leaks, and instead just walked away. They failed to report adverse events to the FDA. I am very upset about this. I am worried about breast illness and contracture as well. I did not know about the FDA warning in 2020 where the FDA cited issues with the manufacturer¿s procedures for device complaints, corrective actions, and finished device testing. I assume that my surgeon did not have this information either. I don't believe he would have knowingly offered these implants had he known that there was a criminal investigation into the ideal implant company. The device was supposed to have a ten year warrantee.